Event description:
It was reported the stylet came apart and unraveled. The stylet was removed in its entirety from the patient. Another wire was used to complete the case. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the stylet came apart and unraveled. The stylet was removed in its entirety from the patient. Another wire was used to complete the case. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). It was reported "stylet came apart and unraveled". One rhythm stylet was returned. A visual examination revealed kinks approximately 8 3/4 inches and 10 3/4 inches from the stylet housing. In addition, the outer tubing is separated from the stylet body for a length of approximately 4 1/4 inches starting at the stylet housing and the coil wire has been broken but remained with the stylet. The outer tubing appears to have been "sliced" during the separation from the stylet body. A device history record review performed on the stylet did not reveal any manufacturing related issues. The reported issue "stylet came apart and unraveled" was confirmed by evaluation of the returned sample. A probable root cause of the issue could not be determined since it cannot be fully established how the issue occurred. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.